Manufacturer narrative:
Continued h6 (health effect - impact code): f15 - recognized device or procedural complication a review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: ¿ rupture: observed 1 opening assessed as surgical damage. Observed 2 punctured assessed as surgical damage like. Additional observations: ¿ brown particles were observed on the surface of the device. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade ii and device rupture diagnosed clinically and by MRI. The device has been explanted and replaced with a non-allergan device.